Manufacturer narrative:
The complainant was unable to report the batch/lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date.the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite with capio slim was used during an sacrospinous ligament fixation, anterior repair with mesh procedure performed on (B)(6), 2014. The procedure was completed with this device. According to the complainant, a month and half after device implantation, the patient develop a small erosion at the incision line. Currently, the physician is monitoring and treating the patient with estrogen cream.